Event description:
Rptr, states, "dr, elected to revise pca insert following pt's repeated complaints of painful gait." The pca insert was explanted and replaced.

Manufacturer narrative:
Summary of evaluation: the tibial insert was unable to be evaluated as it was not returned for evaluation, but rather retained by the surgeon. Add'l manufacturing info: section f1-14: has been completed by the MFR. Add'l info has been received from the user facility.